Manufacturer narrative:
Additional information: d5, d9, h3, h6, h11. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable the manufacturing number is (B)(4).

Manufacturer narrative:
The investigation is ongoing and results will be reported when they are available. The manufacturing number is (B)(4).

Event description:
It was reported that, the tvt was inserted on the left side as per routine. When the plastic trocar emerged through the skin, only the metal tip was visible, while the plastic tip was not. Upon pulling the plastic band out through the skin, it was discovered that the white tip had split. As a result, the operation was aborted, and the tvt was removed and replaced with a new one. No damage was observed on the patient; however, the situation had the potential to cause tissue injuries.